Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Issue to place the insert. The metallic ring does not hold.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for review -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review of the reported lot confirms no other similar events reported. Conclusions: the exact cause of the event could not be determined because the device was not returned for review as it was discarded by the customer. No further investigation for this event is possible at this time. If devices additional information becomes available, this investigation will be reopened.

Event description:
Issue to place the insert. The metallic ring does not hold.